Event description:
It was reported to vyaire medical problem with 3100a ventilator where there was a burning smell coming from the unit. It has been also reported that the unit stopped oscillating during patient use. Furthermore, there was no patient harm reported. The patient was removed from ventilator and was bagged manually.

Manufacturer narrative:
H10: the customer reported that they will not return the defective unit due to size of equipment. However, vyaire fsr (field service representative) performed a work order onsite. He troubleshoot the unit and could not duplicate a burning smell. Circuit calibration and performance verification passed. Also, a 7-year pm has been performed and the unit passed all voltage and pressure calibrations, ddi calibration, zero and span, circuit check, and performance verification also passed. Ran ventilator for 2 hours and the customer ran it additional time with no error. This unit was returned for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.